Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of a product sample and batch number to perform a proper investigation and determine the root cause. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: while removing the device, the tip broke off and fell into the patient. The tip was not retrieved. The patient's condition was reported as unknown.